Event description:
A hospital in (B)(6) reported via our distributors that an rt235 infant dual-heated evaqua breathing circuit "came apart" at the swivel connector. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned to the manufacturer for investigation. Our analysis is accordingly based on the event description and our knowledge of the product. Without the return of the complaint device, we are unable to determine what may have caused the problem observed by the customer. If the complaint device had been returned to the manufacturer, it would have been visually inspected for damages and pressure tested for leaks. A lot check revealed no other complaint of this type for lot number 111122. All circuits are pressure tested before they are allowed to leave the production line. This is an automated process and the circuits would have met the required specification at the time of production. The rt235 user instructions state the following: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms. (B)(4).